Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the delivery system was unable to flush. The physician made several attempts to manipulate the device such as lowering the sheath however, was unsuccessful. The device was replaced and the physician successfully completed the case. No additional clinical sequelae were reported and the patient is fine.